Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by nausea and facial edema. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the events. Initially it was reported the patient was not treated with a drug for the events. Subsequently it was reported the patient recovered from the event after completing the treatment course. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.